Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board, power management board, interface board, front panel board, power supply and sensor board were replaced to address the issue. The device had evidence of water ingress and corrosion.